Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the implant, instruments, and surgical procedure prior to performing surgery." Unique identifier - (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00854 and 1825034-2016-01280).

Event description:
During a hip revision, the customized acetabular cup would not fit the patient properly and had to be removed from the patient's wound. Another acetabular cup was implanted without incident.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy (deteriorating acetabulum bone) and is not related to a product issue.